Event description:
It was reported to resmed that a patient expired while using an astral device allegedly due to the device did not indicate that it switched to internal battery, unexpectedly shut down while using its internal battery and did not power back on.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: pr (B)(4). Device received, evaluation pending.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed the internal battery depleted as a result of being disconnected from ac mains power source. The internal battery alarms behaved as per specifications to alert the user. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient expired while using an astral device allegedly due to the device did not indicate that it switched to internal battery, unexpectedly shut down while using its internal battery and did not power back on.